Event description:
It was reported to medtronic minimed that the customer alleged the reservoir opening at the ring had popped out on the pump, the pump no longer beeped after loading the reservoir, and on separate occasions gave an unknown error preventing priming and required a reset after being in the same room as a magnetic resonance imaging. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. No retainer ring damage noted. Unit was successfully downloaded using thump software. Unit was also successfully uploaded to carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the customer¿s call. The adapt tool revealed no relevant alarms to confirm any anomalies. During testing, no relevant alarms were also noted. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. No anomalies with the alarm were noted. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies noted during visual inspection. The following cosmetic damages were noted: cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of retainer ring damage were not confirmed when no damages to the retainer ring were noted during visual inspection. Allegations of alarm anomaly were not confirmed when alarm functioned as expected and no anomalies were noted. Allegations of prime/fill anomaly were not confirmed when unit tested successfully, and no unexpected alarms were noted. Allegations of exposure to magnetic field unknown. Overall, unit tested successfully and functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.